Event description:
It was reported to the biomedical engineer by a nurse that there was a sensitivity issue with the device. No patient involvement or complications were reported as a result of this event.

Event description:
It was reported to the biomedical engineer by a nurse that there was a sensitivity issue with the device. The device was not sensing and was always pacing. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, a root cause could not be determined. It was noted that the main printed circuit board (pcb) was contaminated, the upper and lower cases were contaminated, the battery release, four control knobs, heart block, lead flex cover and heart wire contacts were contaminated, the ring cover and two side bail covers were broken and the keyboard pad was cosmetically damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.